Manufacturer narrative:
The failed sample will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Catheter placed in patient on (B)(6) 2018 with no issues. On (B)(6), nurse noted wet dressing and noticed a leak coming from the based of the port hub.

Event description:
Catheter placed in patient on (B)(6) 2018 with no issues. On (B)(6), nurse noted wet dressing and noticed a leak coming from the based of the port hub

Manufacturer narrative:
The complaint was forwarded to the manufacturer, vygon germany, for their evaluation. The investigation summary is as follows: the returned sample was still connected to a 10 ml syringe. When flushing the catheter with water it was immediately leaking at the pink adapter. No fluid went out the distal catheter tip. Microscopic examination showed typical signs of a pressure burst (see photo). The tear has a length of approx. 0,8 mm. High pressure in combination with the use of alcohol-based disinfectants may lead to such kind of damage. We do not know which kind of disinfectant had been used; however, the use of any syringe could have created high pressure if the catheter was obstructed as it seems to be the problem with this sample. The products IFU states, it is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand-held syringe. Subjecting the catheter to pressure above 21,75 psi (1,5 bar, 1125 mmhg) can result in catheter rupture and embolism. If the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion running continuously at a small flow rate or to block the catheter according to your hospital protocol. The batch history record was reviewed and did not show any deviations during the production. The tensile force of the catheter components is randomly checked, and visual tests are carried out. This is the first complaint regarding batches 5623481 and 8027357. We do not have further complaints regarding catheter leakages on code (B)(4). Corrective action: as each catheter is flow and leak tested before packaging and the catheter worked well for 11 days, we believe that this was due to device use, not manufacturing; therefore, no further corrective action will be initiated at this time. Vygon will continue to monitor this issue.